Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred frequently between on (B)(6) 2026. The wearable was inserted into the arm. On (B)(6) 2026 around 7:30 pm, the cgm displayed device showed a sensor error. The patient waited for 3 hours and when the cgm display device continued to display the sensor error at 1:00 am, they took a fingerstick. When the patient took a fingerstick the blood glucose reading was more than 500 mg/dl. At that time the patient experienced feeling sick with blurry vision. The patient removed the sensor and called the ambulance by himself. The patient was treated with intravenous insulin and insulin via injection. The patient was discharged after 3 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.